Event description:
A surgeon provided add'l info that the pt's vision is good after the lens replacement.

Event description:
A surgeon reported that one of the haptics on an implanted intraocular lens (iol) broke off. The iol was removed and replaced. More information has been requested.